Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that during use with relion pen needles 6mm x 31 gauge (15/64" x 0.25mm) pen needles the insulin leaked and the full does was not delivered. Patients glucose was elevated. The following information was provided by the initial reporter: consumer reported that insulin leaks from the needles after injection. Consumer also reported that his glucose level is elevated and he is not seeing the numbers that he expects after injection. I advised consumer to consult with his doctor regarding the elevated glucose level.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with relion pen needles 6mm x 31 gauge (15/64" x 0.25mm) pen needles the insulin leaked and the full does was not delivered. Patients glucose was elevated. The following information was provided by the initial reporter: consumer reported that insulin leaks from the needles after injection. Consumer also reported that his glucose level is elevated and he is not seeing the numbers that he expects after injection. I advised consumer to consult with his doctor regarding the elevated glucose level.